Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip return spring at the proximal end. As a result of the dislodged spring, the blade does not retract back and appears exposed inside the jaws. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) had metal at the tip exposed. The procedure was completed with no reported injury.